Event description:
The pt was coughing a lot and felt stimulation in his abdomen, the wrong location. The pt was seen in clinic. No impedance check was performed. The implantable neurostimulator was reprogrammed to deliver stimulation to desired areas. The pt was happy with stimulation therapy at the end of the session.

Manufacturer narrative:
(B) (4).